Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may h ave caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the cause of the ICU admission was unknown difficulty waking up from sedation. The patient began to experience the symptoms that led to the ICU admission on the day of surgery. Actions interventions taken included medication monitoring. The patient recovered. The ICU admission was not thought to be related to the device or therapy according to the surgeon. It was not known what date the patient¿s previous pump reached eri. The surgeon did not believe the pump did not stop working early.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported when the patient received their new pump on (B)(6) 2018, they apparently ended up in the ICU for three days. The patient was unhappy that the doctor assumed they took extra doses of oral morphine. No further complications were reported.